Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user and spouse believed the ilet pump was not working when a low glucose value was followed by a rapid rise that appeared on the cgm app before appearing on the pump, prompting concern about delayed cgm data communication to the pump and potential sensor signal interruption. Symptoms included hypoglycemia with a reported glucose of 50 mg/dl, treated with oral carbohydrates including juice, yogurt, cookies, and gummies. Outcomes included recovery of glucose with subsequent elevated cgm readings and no hospitalization. Investigation included customer troubleshooting and education regarding cgm-pump data flow, sensor signal issues, and entry of a confirmatory fingerstick value into the pump. Investigation of this case revealed that the cgm experienced a brief sensor issue with delayed transmission to the pump, and the device behaved as designed when no cgm data were available and until updated data were received. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to transient cgm data interruption and was not confirmed to be a pump malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.